Event description:
It was reported that a cdh29 was used during a colon resection.it was reported by the affiliate that no intraoperative problems occurred. The instrument functioned properly. After removing the device the donuts were inspected. No indication of an incomplete anastomosis. The vascular blood flow was ok. This was the first time this surgeon used an ethicon cdh device and he was accompanied by a ees sales rep (surgeon has a long time experience in circular stapling techniques with competitor). First indications for an insufficient anastomosis was noticed five days postoperatively. The pt was re-operated on by a different surgeon. No insufficient blood flow was noticed. The staple line was insufficient. No loose staples were found. The surgeon stated that, due to the fact that the device worked absolutely faultlessly, there is no evidence for a direct relation between the event and the cdh29.